Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon attempted cyber security upgrade, the pulse generator exhibited backup vvi operation. No sources of emi was present and the want maintained contact with the device. The device was successfully restored and the patient remained asymptomatic.